Event description:
It was reported that during a procedure a polarxfit was selected for use. When the physician was ablating the left inferior pulmonary vein, the error message "1-00004000-2 the console detected blood in the catheter" was displayed. The catheter and cable were replaced. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory. Analysis of the returned device revealed visible blood ingress into the balloon.

Manufacturer narrative:
Polarxfit was evaluated by boston scientific. Visual inspection noted that there was visible blood was seen inside the balloon. Due to the visible blood inside the balloon, leak and console functional testing were not performed. The polarx device was dissected, and the outer balloon line located inside of the handle was pressurized to locate a leak path. A leak path was found in the outer balloon itself. There was a small breach in the outer balloon that allowed fluid to ingress triggering a true blood detection error. The reported allegation of a blood detection error was confirmed.

Event description:
It was reported that during a procedure a polarxfit was selected for use. When the physician was ablating the left inferior pulmonary vein, the error message "1-00004000-2 the console detected blood in the catheter" was displayed. The catheter and cable were replaced it was unknown if blood was visible inside the catheter. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.